Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a high blood glucose level over 600 mg/dl. Customer was experiencing high blood glucose readings. Customer had diabetic ketoacidosis. Customer was wearing the pump at the time of the hospitalization. Customer did not have any high blood glucose readings after this event. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.